Event description:
The device was being used to treat a pt and reportedly would not discharge the defibrillator when the discharge buttons were pressed on the hard paddles. A backup device was obtained and treatment to the pt was continued. The pt's outcome and details were requested, but not released by the facility.